Event description:
Consumer called to report being unsure if they received all of their insulin when injecting with uf syringe with short needle. Sugar went to 600+ and ended up in the hospital because of it.